Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced a fall and lost effective therapy. Diagnostics showed possible fracture and multiple contacts with high impedance. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the lead was explanted and replaced to address the issue.